Event description:
It was reported via repair work order that the bed had phantom motion due to footboard pcb malfunction. It was also reported that the head end siderails and footboard controls were inoperable due to pcb malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.